Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
It was reported the prongs on the end of the lag screw handle were bent, resulting in the lag screw being unable to seat. No adverse consequences or clinically significant delay to the procedure were reported.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the prongs on the end of the lag screw handle were bent, resulting in the lag screw being unable to seat. No adverse consequences or clinically significant delay to the procedure were reported.